Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was off by 6%. No adverse effects were reported.